Manufacturer narrative:
The device was evaluated, and the reported issues were confirmed. Due to deformation of the electrical connector, water tightness was lost. Due to wear of the angle wire, the play of the up/down knob was out of the standard value. Due to wear of the angle wire, the bending angle in the up/down/left/right directions did not meet the standard value. Due to clogging of the nozzle, the water removal ability did not meet the standard value. The light guide lens, universal cord, and scope connector had a scratch. The plastic distal end cover had a dent. The adhesive on the bending section cover was detached. The bending section cover had discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, the gastrointestinal videoscope had a leak from the electrical connector and the angulation was low. The issues were found by the technician during preparation for use. No patient harm reported. During the evaluation of the device, it was noted the nozzle was clogged with foreign objects due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunctions of the nozzle was clogged with foreign objects due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The subject device was shipped in accordance with specifications. Based on the results of the investigation, it is likely that the following led to the malfunction: foreign object such as adherent of body fluids and chemical solutions clogged in nozzle due to inappropriate reprocessing after previous procedure. A definitive root cause cannot be identified. The occurrence of the reported event can be detected by adhering to the following instructions from the instructions for use (IFU): operation manual preparation and inspection: ¿inspection of the endoscope: inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities.¿ operation manual inspection of the endoscopic system: ¿inspection of the air-feeding function. Inspection of the objective lens cleaning function.¿ the user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU: reprocessing manual cleaning, disinfection and sterilization procedures: ¿warning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. Flush water and air into the air/water channel caution: to prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use.¿ cleaning, disinfection and sterilization procedures_ manual cleaning: ¿clean the external surfaces: immerse the endoscope in the detergent solution. With the endoscope immersed, use a soft brush or lint-free cloth to thoroughly brush or wipe all external surfaces of the endoscope. Pay particular attention to the air/water nozzle opening and the objective lens, and ensure that all surfaces of the distal end are thoroughly cleaned. Flushing detergent solution into the air/water channels. Removing detergent solution from all channels. Presoak for excessive bleeding and/or delayed reprocessing after each procedure¿ olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter.

Event description:
Additional information was received from the reporter. The issues were found by the technician during reprocessing for a procedure.